Event description:
The initial reporter complained of discrepant glucose results on an accu-chek inform ii instrument with rf card. The result from a capillary sample at 10:54 a.m. Was 47 mg/dl. Another test was performed at 10:59 a.m. With the same fingerstick and the result was 84 mg/dl.

Manufacturer narrative:
The inform ii meter serial number was (B)(6) . Qc passed on the meter within 24 hours of the event. The product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
No information was provided in the complaint that would point to a cause for the discrepant results. As no product was returned, a specific root cause could not be determined.